Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonscopy procedure performed on (B)(6) 2024. During the procedure, the clip unable to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.